Manufacturer narrative:
No patient injury has occurred following this incident. The product is already undergoing design modification with improvement to deployment device and attachment/detachment mechanism.

Event description:
Customer reported on bravo capsule which failed to attach. The capsule did not release from the delivery system and fell into patient's mouth. No injury was caused to the patient.